Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead. It is unknown which lead is at fault. The patient is also experiencing discomfort at the ipg site. As a result, surgical intervention may be undertaken to address the issues.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the lead was explanted and replaced, and the ipg was sutured down.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.